Event description:
A medtronic rep reported that system was booting, however, software was sometimes unresponsive. After re-booting the system, the cursor could be moved but nothing could be selected. The emitter did not make the normal operating sound; after disconnecting the emitter the system worked normally. This issue was identified outside surgical arena. There was no pt present.

Manufacturer narrative:
No pt was involved in this concern. Medtronic rep on-site reported that changing the computer gave the same issue. After disconnecting the emitter, system worked normally during five consecutive re-starts of the application. However, eval of returned suspect emitter finds it fully functional. Unable to determine root cause.